Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: "residual insulin remaining in the cartridge (unusable)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no reported impact to customer's blood glucose level.